Event description:
A (B)(6) female pt's electrode belt was returned for an unrelated issue. During servicing, a reportable event was discovered. The belt had a damaged cable. The pt did not require replacement equipment.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the ECG electrode c and d cable was pulled from the distribution node (dn). The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt did not require replacement equipment.